Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter, 3max reperfusion catheter, 4max separator, and 3max separator. Prior to the procedure, intravenous tissue plasminogen activator (t-pa) was not injected. Aspiration was successfully performed using a 4max reperfusion catheter, 3max reperfusion catheter, 4max separator, and 3max separator. The patient was then given 5,000 units of heparin by injection. Eight hours post-procedure, the patient developed consciousness disorder and a computerized tomography (CT) indicated intracranial hemorrhage with large edema in the right basal ganglia. The patient left the hospital without recovery. Physician's comment: there is no clear evidence that I made perforation or dissection with the device during the operation. It is likely that micro damages in the branch which were brought by manipulation of the catheter, did not matter just after the operation. However due to anticoagulant therapy that became tangible harm. The relation between the event and the penumbra system was not deniable.

Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00556, 00557, and 00558. The hospital discarded the device.